Event description:
Patient was diagnosed with sbo and required lysis of adhesion. They had previous abdominal surgical procedures. Surgery was loop ileostomy and adhysiolysis. Two stage procedure. 6 weeks post op pt had abscess in lower part of wound site. Wound was drained. At second staged procedure it was observed that surgwrap was in the wound / incision area itself.